Event description:
The field engineer reported that the system was unable to perform fluoroscopy x-ray. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The snubber board f1 fuse was replaced and the camera iris was adjusted. The system was then found to be operating as intended.